Event description:
Baxter japan reported "leakage on tube close to the tip of occluder feet" with the transfer set. This was noted during use with no pt injury or medical intervention reported by the complaint coordinator.